Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior physical visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Receiver functional test was performed and passed. Receiver pairing and download test was performed and passed. Case was opened for internal inspection was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4). B5: updated, d10: updated, g7: updated, h2: updated, h3: updated, and h6: updated.